Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the scratches on insulin pump screen making it harder to see. Customer¿s blood glucose level was unknown. Customer stated that unexplained no delivery alarms and threading on battery cap area was wearing down. Troubleshooting was declined. The insulin pump will not be returned for analysis.